Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the perfusionist that initially there was slow communication between the controller and the monitor. Two weeks later there was reported to be no communication from controller to the monitor. The controller was exchanged with no reported effect on the patient. Investigation is ongoing.

Manufacturer narrative:
The returned controller passes visual and functional testing. System testing did not indicate any abnormal operation of the controller. Both power ports perform proper mating and lock actions when the power sources are connected. The power connections with the controller are reliable. Controller performs as intended at the bench level. The reported event as described in the event details (data transfer error) could not be replicated at the bench level. The data transfer between controller and monitor is working as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.